Manufacturer narrative:
The explanted devices will not be returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.

Event description:
A report was received that a patient's precision system was explanted due to the patient feeling numbness, weakness and loss of feeling in her upper and lower extremities. The explant did not relieve the patient's symptoms.